Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of the heavily calcified, circumflex artery the balance middleweight universal ii (bmwuii) was used with an unspecified balloon dilatation catheter multiple times and the unspecified stent system was unable to advance or cross the lesion. A guideliner and a whisper guide wire were advanced but met anatomical resistance and the guideliner lost placement in the vessel. When the whisper guide wire was being moved/retracted it was noted that the distal end of the guide wire did not move; the guide wire from approximately 8 cm to the tip had separated and remained in the vessel. Several attempts to snare the fragment were unsuccessful and the patient underwent surgical removal of the guide wire on (B)(6) 2014. There was no reported adverse patient sequela. No additional information was provided.